Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "accumulation of liquid and swelling in the left side" and cyst. The device remains implanted.

Event description:
Patient reported ¿pain in the left breast¿, ¿change in the last ultrasound with increased fluid and nodule¿," I put recall prostheses and after putting them on I had contracture(baker grade unknown), generalized anxiety disorder, gastritis, chronic pain. Cyst and fluid accumulation in the breast." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "accumulation of liquid and swelling in the left side", cyst, pain, increased fluid since last ultrasound. Patient later reported "contracture, generalized anxiety disorder, gastritis, chronic pain." The device remains implanted.